Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the keyboard assembly to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. Covidien reference # (B)(4).

Event description:
It was reported by a customer in (B)(6) that an 840 ventilator had unresponsive keyboard. There was no pt involvement.